Event description:
Device report from (B)(4) reports an event in (B)(4) as follows: during a cerclage for distal fracture of femur procedure, two cables broke during tightening. Reportedly the pressure was less than 40 nm. The surgeon had to restart the two cerclages in order to obtain a satisfactory stability of the reduction with two other cables. This is 2 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. Typical marks could be documented at the cables, there were three marks certainly from the tension holder. The damage at the cables were probably initiated from the crimping with the cable crimper. The microstructure of the used material was examined in a cross section and found to be according to the standards. The cables are manufactured from stainless steel, which is specified as surgical implant material in the standard iso 5832-1 and the astm f-138. All raw material used for implants undergo an intense and systematic material acceptance testing and are released for manufacture only after compliance with the international norms and ao specifications has been established. The present cable broke most presumably because of deformation, partial cutting and resulting overload.